Event description:
The customer reports that the galileo reported two a, rh positive samples for forward abo grouping as ab, rh positivie. Repeat testing on the instrument reported both specimens as a, rh positive.

Manufacturer narrative:
Data images from the customer's instrument associated with the microplate used to process the run with the discrepant results were analyzed. No aberrant findings were noted. Customer states the system liquid is sufficient and the tubing is properly placed. A service call was performed on 8/16/2005. The field service engineer found the probe syringe and syringes 1 and 4 leaking. The syringes were replaced and the field service engineer performed routine preventive maintenance. The repairs have returned the instrument to its expected function.